Manufacturer narrative:
(B)(4).

Event description:
This is a report of a patient who experienced an infection coincident with therapy for peritoneal dialysis. Action taken with therapy was not reported. The patient was hospitalized for the event and treated with unspecified antibiotics. It was unknown if the patient had recovered from the infection. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should relevant additional information become available, a follow-up report will be submitted.